Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm the customer reported complaint. The reported symptom of loose cable was not found on the returned instrument. For clarification, the instrument did not exhibit any damaged, loose, or broken cables at the wrist. Additional observation not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed.

Event description:
It was reported that during central processing, the customer discovered the long bipolar grasper instrument had a loose cable at the distal end. There was no report of patient involvement.